Manufacturer narrative:
Tracking #.47746. D6: device returned with no lot ID. Based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was rec'd in good physical condition, with no anomalies or deformations observed. The instrument was noted to be very clean. The instrument was examined and was found to be functional and was then reloaded, cycled, fired, and formed all staples without incident. The staples were measured and were found to be within specs. No conclusion could be reached as to why the reported "device did not fire completely" during surgery.

Event description:
It was reported the device was used during a low anterior resection procedure. It was reported the surgeon closed the ax55b, fired it, but the device did not fire completely. There was no consequence to the pt. 12/10/1997 it was reported the surgeon had to complete the procedure by handsewing the anastomosis.